Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer blood glucose at the time of incident was 585 mg/dl and current blood glucose was 121 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose. The customer was taken off pump and put on insulin drip. Customer declined to perform a care link upload. The customer did not complete high blood glucose troubleshoot as it was due to bent cannulas. The insulin pump will not be returned for analysis.